Event description:
An operator of a dimension vista 1500 instrument stated that the instrument stopped processing patient samples. Some of the patient samples had to be redrawn, causing delay in delivery of patient results. The samples were tested for albumin (alb), blood urea nitrogen (bun), calcium (ca), chloride (cl) , carbon dioxide (co2), creatinine (crea) , glucose (glu), potassium (k), sodium (na) , phosphorus (phos), micro albumin (malb), and ammonium (amm). No results were generated from the initial samples. There are no reports of patient intervention or adverse health consequences due to the delay of patient results.

Manufacturer narrative:
Siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) was sent to customers within the us in (B)(6) 2015 and an urgent field safety notice (ufsn) was sent to customers outside the united states in (B)(6) 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, tsc discovered that during the run the customer kept loading samples when the system was not aliquoting. Tsc advised the customer to look in the error log to resolve issues prior to loading more sample racks. The cause of the delay in patient results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.